Manufacturer narrative:
Device evaluated by MFR. Unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. The device was received with a picture of the foreign material along with the message ¿caution foreign matter within the cushioning¿. The foreign material, which appears to be a section of a rubber band was in a bubble wrap envelope. The foreign material was taken out of the bubble wrap and placed in a sterilization pouch and was decontaminated with the catheter. Continuity checks revealed no electrical opens or shorts. All electrode/thermistor/sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template/fixture. Both right and left curve tests passed. The ablation was verified by using the maestro generator 4000 (25064780), and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. Bsc ID# (B)(4) / tw# (B)(4).

Event description:
It was reported that foreign material on the device was noted. An intellatip mifi¿ xp temperature ablation catheter was selected. When the device was unpacked from the handle part, silicone dust and some fragments were found at the side of the catheter. The device was not used and was exchanged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that foreign material on the device was noted. An intellatip mifi¿ xp temperature ablation catheter was selected. When the device was unpacked from the handle part, silicone dust and some fragments were found at the side of the catheter. The device was not used and was exchanged. The procedure was completed with another of the same device. No patient complications were reported.